Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/26/2018. Investigation summary: it was reported needle breakage. An actual suture needle was submitted for fractographic evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records couldn't be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/03/2018. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: additional information stated ¿the operation was performed by opening the abdomen¿. Was the needle piece removed during the initial procedure? No. Was an additional procedure performed to remove the needle piece? No. As a result of x-ray examination, the needle fragment was not found in the body."

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the needle fragment was visually confirmed and retrieved. As a result of x-ray examination, the needle fragment was not found in the body. The patient is in the hospital. The condition is stable. The doctor commented that I thought there was a problem with the tip of the needle, because there was resistance when stabbing the needle into the sponge. The operation was performed by opening the abdomen. There is no problem with patient¿s condition. Hospital comment: the possible cause was how to use. Was the needle inspected before use? No information. Did the needle pass smoothly specifically during abdominal dermostitch/actually when passing through tissue? No information. Did needle tip possibly break during use? No information. Was the needle tip searched for in the patient/surgical area/or on operating room floor? Was the needle tip found? No information. Lot number - no information. No further information will be provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle piece removed during the initial procedure? Was an additional procedure performed to remove the needle piece?

Event description:
It was reported that a patient underwent a total hysterectomy on (B)(6) 2018, and suture was used. After the abdominal dermostitch as a final treatment, the needle could not be passed smoothly through the sponge of the tray when counting the needles. The surgeon opined that the needle tip may be missing because it did not pass through sponge smoothly. There were no adverse consequences to the patient.